Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated a high blood glucose reading of (500 mg/dl) and subsequent hospitalization. It was reported nausea, vomiting and abdominal pain at the time of high blood glucose event. Auto mode was not active at the time of high blood glucose level. It was reported ketoacidosis ,headache, vomiting and dizziness were experienced a week prior to hospitalization. Manual injection and IV insulin drip (intravenous insulin infusion) were given as treatment. The customer was unable to upload data to carelink. The troubleshooting was declined. No further patient complications were reported. The customer will discontinue use of the insulin pump and insulin pump will be returned for analysis.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose diabetic ketoacidosis on (B)(6), 2022. The customer¿s blood glucose level was between 400 - 500 mg/dl at the time of incident. The customer¿s current blood glucose value was 364 mg/dl. The customer experienced symptoms such as nausea and abdominal pain due to high blood glucose value. The customer treated high blood glucose with manual injection and insulin drip. It was unknown whether customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. Customer had issues with insulin pump not giving insulin like it supposed too.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Medical device problem code has been updated and provided with this report in section h6. Health effect ¿ clinical code has been updated and provided with this report in section h6. Health effect ¿ impact code has been updated and provided with this report in section h6. The information provided with the initial report in section h6 (4614 and 2993) was incorrect.